Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with low flow alarms with continuous pulsitility index (pi), echocardiogram (echo) showed severely underfilled lv (left ventricle) with minimal pulsatility. The patient was scheduled for chest exploration due to concerning findings on echo. The patient had tamponade due to rv (right ventricular) tear. Rv repaired; however, the patient had a lot of bleeding and patient was implanted with centrimag as rvad (right ventricular assist device) with oxygenator (rvad ECMO). The patient passed away on (B)(6) 2021. The patient¿s cause of death was right ventricular (rv) rupture related to amyloidosis. The pump was working as intended. Centrimag rvad was working as intended. Care was withdrawn due to poor prognosis and the patient was to have an autopsy. No additional information provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021.additional information revealed that the event leading up to death involved a cardiac tamponade on (B)(6) 2021, which required right ventricular assist device (rvad) and extracorporeal membrane oxygenation (ECMO). On (B)(6) 2021 there was bleeding at the aortic anastomosis. On (B)(6)2021 there was bleeding, persistent ventricular tachycardia (vt) post-op, multiple automatic implantable cardioverter defibrillator (aicd) shocks, and lidocaine drops. On (B)(6) 2021, there was renal dysfunction that required continuous veno-venous hemofiltration (cvvh). The patient continued to decompensate, goals of care discussions were had, and on (B)(6) 2021, the family elected to pursue comfort measures only.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure, bleeding, cardiac arrhythmia, renal dysfunction, patient condition, and patient expiration) could not be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined through this investigation as no log file data from the time of the reported event was provided by the account. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists right heart failure, bleeding, cardiac arrhythmia, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also outlines speed, power, flow, and pulsatility. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events (right heart failure, bleeding, patient condition, and patient expiration) could not be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined through this investigation as no log file data from the time of the reported event was provided by the account. The evaluation of heartmate 3 left ventricular assist system, serial number: (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned. An approximately 9.5¿ segment of sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed throughout the entire device. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists right heart failure, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states: "pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility" (4-25). Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this section also provides information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.